Event description:
Major pump unit(s) involved: external control system failureadditional text: patient accidentally disconnected himself from system controller for approximately 7-8 minutesspecific component(s) involved: external controller malfunctionadditional text: patient accidentally disconnected himself from system controller for approximately 7-8 minutesother component:causative or contributing factor: patient noncompliance in device maintenance and protection; patient error in caring for systemother cause:intervention(s): other interventions, specifyother intervention : patient reconnected himself to system controllerimplant device type: lvadmalfunction device type:

Event description:
Major pump unit(s) involved: external control system failurespecific component(s) involved: external controller malfunction